Event description:
During a remote follow up, post paced t- wave oversensing and inappropriate automatic mode switch were observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.

Event description:
During a remote follow up, pacemaker mediated tachycardia was observed on the device. Inappropriate automatic mode switch was not observed.